Event description:
It was reported that a shaft break occurred. During preparation of a percutaneous coronary intervention (pci), two 16 x 2.75 promus premier select stents were tried but not used, due to shaft break, and stent damage was noticed. It was noted that this occurred twice with two stents and that the stents were not used during the procedure. The procedure was completed with another stent, which worked, and the patient was treated. No patient complications resulted in relation to this event.